Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2015 with the following findings: a review of the pump¿s black box showed a cs 078 call service alarm had occurred. During investigation, the pump powered on with a blank display. The audible and vibratory alarms were functional. The battery compartment was found to be cracked along the side of the pump. There was moisture observed in the display. A leak test was performed and confirmed a leak at the battery compartment. Further testing was not able to be performed due to the blank display. The pump was opened and moisture damage was found on printed circuit board (pcb). The complaint of a cs 078 call service alarm issue was not able to be adequately investigated due to the blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.